Manufacturer narrative:
The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported signal loss with the freestyle libre 2 application. Attempted to replicate the user¿s complaint using similar configuration (iphone 13 mini, ios 16.2, 2.8.1.6120) and successfully received glucose readings and alarm notifications. The user complaint could not be reproduced. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, in use with an iphone 14/ios 16.4.1. The customer therefore was not alerted of changes in glucose level and experienced unspecified symptoms of hypoglycemia, requiring treatment of juice by a non-healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, in use with an iphone 14/ios 16.4.1. The customer therefore was not alerted of changes in glucose level and experienced unspecified symptoms of hypoglycemia, requiring treatment of juice by a non-healthcare provider. There was no report of death or permanent injury associated with this event.